Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the likely cause lot and lot 63104li00 (which was used for testing the return sample). The tracking and trending report review determined that there are no related adverse or non-statistical trends. Additionally, a review for non-conformances and deviations associated with the affected reagent lot was performed. This review resulted in no occurrences that could be linked to the complaint observation. Testing regarding sensitivity could not be performed for lot 45613li00 since the prism (B)(6) reagent lot is expired. One return sample ID (B)(6) was received for evaluation. The return sample ID (B)(6) was tested with prism (B)(6) reagent lot 63104li00 (since the complaint lot is expired). The result was 0,89 s/co. The result is (B)(6), but elevated and close to the cut-off. Furthermore supplemental testing was performed. Vidas (B)(6) whereas diasorin liaison (B)(6) assay was (B)(6) but the value of 0,95 s/co was elevated and close to the cut-off. Mikrogen recomline blot detected the bands core 1 (++), core 2 (+) and ns4 (+/-) and the result was (B)(6). Iinnolia score detected the bands c1 (1+) and c2 (1+) and the result was (B)(6) . The same bands were detected by the (B)(6) centre. The (B)(6) centre tested the sample ID (B)(6) further with innotest (B)(6) and the result was (B)(6). Furthermore the customer tested the sample (B)(6) with roche cobas and the results were (B)(6). Seven different (B)(6) antibody tests prism (B)(6), vidas (B)(6), diasorin liaison (B)(6), mikrogen recomline blot, iinnolia score, innotest (B)(6) and roche cobas were performed with the sample (B)(6). Five of the seven tested (B)(6) antibody tests were (B)(6) whereas two were (B)(6) but values were elevated and close to the cut-off. Therefore the sample ID (B)(6) is considered (B)(6). There is evidence for the presence of antibodies to (B)(6). Since prism (B)(6) reagent lot 63104li00 was used for testing the return sample, the reagent lot 63104li00 was tested further to evaluate the sensitivity performance: a retained kit of prism (B)(6), list number 6a52-48, lot number 63104li00, was calibrated within specifications and the (B)(6) run control met control specification and was within typical range. To evaluate analytical sensitivity, additional replicates on each subchannel of the sensitivity panel members and the (B)(6) run control were tested. The panels and (B)(6) run control values met specifications and the results were in the typical range. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix (B)(6) and (B)(6) ). The seroconversion panel results were compared to prism (B)(6) test results provided by zeptometrix. The reagent 63104li00 detected the same bleeds as (B)(6) with comparable s/co values for the seroconversion panels. Based on this data it was shown that the sensitivity performance is not adversely affected. Additionally, a review for non-conformances and deviations associated with the lot 63104li00 was performed. No non-conformances and no deviations were identified. A review of labeling concluded that the issue is sufficiently addressed in the labeling. The prism (B)(6) package insert states that presently available methods for (B)(6) detection are not sensitive enough to detect all potentially infectious units of blood or possible cases of (B)(6) infection. Based on this evaluation it is determined that the prism (B)(6) reagent lot 45613li00 and lot 63104li00 are performing acceptably. An investigation on the abbott prism, list number 06a36-10, serial number (s/n) (B)(4) was performed. An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, a review of labeling, and a review of historical records. The service history for prism s/n (B)(4) was reviewed and identified no service-related issues that could have contributed to this complaint. A review of complaints for the abbott prism instrument did not identify any additional complaints nor was there an increase in complaint activity. A review of the abbott prism operations manual determined adequate instruction is provided with respect to this complaint issue. The results of this investigation indicate there is not enough information to reasonably suggest a malfunction. No issues were identified that indicated a product deficiency and no additional product issues were identified. Based on this additional investigation, the abbott prism instrument is performing acceptably.

Event description:
On 28apr2016 an updated user report was received with confimatory testing results. Confirmatory testing of archived donor sample (B)(6) on (B)(6) 2016 generated innotest (B)(6), architect (B)(6), (B)(6) and immunoblot (B)(6) results.

Manufacturer narrative:
Patient identifier is multiple for donation ids (B)(6). This report is being filed on an international product list 6a52 that has a similar product distributed in the u.s., list number 6d18. (B)(4) erythrocytes and fresh frozen plasma were donated from (B)(6) donor). (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation is in process.

Event description:
On (B)(6) 2016 a user vigilance report sent to the competent authority and the manufacturer was received. The report stated ID (B)(6) generated (B)(6) roche cobas (coi 10.57, 10.92, 11.60) on (B)(6) 2016. The sample was sent for confirmatory testing with (B)(6) core ag (B)(6), innotest (B)(6), immunoblot (B)(6) (c1 1+, c2 1+) and architect (B)(6). During retrospective review, the archived sample ID (B)(6) of the affected blood donor was thawed and retested on roche cobas (B)(6) (coi 11.91) on (B)(6) 2016. Initially, the sample generated prism (B)(6) and nat (B)(6) results on (B)(6) 2015. From the (B)(6) 2015 donation, erythrocytes and fresh frozen plasma was provided to the health care providers, but the disposition of the blood products was not provided. No specific donor information was provided. On (B)(6) 2016 an updated user report was received with confirmatory testing and retrospective testing. Additional confirmation testing of ID (B)(6) showed (B)(6), hcv core ag (B)(6), immunoblot (B)(6). Additional information provided that the erythrocytes and fresh frozen plasma were donated. During retrospective review, previous donation of ID (B)(6) from (B)(6) 2014 generated (B)(6) grayzone and nat single (B)(6) results with no components prepared from the donation. During retrospective review of donor ID (B)(6) from (B)(6) 2015 generated prism (B)(6) and nat (B)(6) on (B)(6) 2015. The archived sample generated cobas (B)(6) (coi 11.47) on (B)(6) 2016.